Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, with the lowest blood glucose of 59 mg/dl and approximately two hours spent below range, and that the device did not sufficiently prevent or correct hypoglycemia; the user disclosed frequent snacking without a consistent diet, high insulin sensitivity post-pancreatectomy, missed meal announcements at times, and independent changes to target ranges, and the case was assigned for additional training with no alerts or alarms reported. Symptoms included dizziness and impaired balance. Outcomes included self-treatment with oral carbohydrates and soda without medical intervention or hospitalization. Investigation included case intake, review of user-reported pump behavior and use patterns, and referral for additional user training. Investigation of this case revealed that user-driven parameter changes and inconsistent meal announcements likely interfered with automated insulin delivery learning and glycemic control, with no device malfunction reported. It was concluded, based on similar prior findings, that user technique and therapy management were the most probable cause, and that additional training was warranted.